Manufacturer narrative:
Discrepant results (accuracy comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.1, reference: 2.3, mean: 2.70, confidence limits: 1.7-3.8. The 2.1 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, customer sometimes milks the finger. Per product user guide, milking the finger releases interstitial fluids and may cause inaccurate inr results. Patient's current health condition and list of medications may have also affected coagulation testing and led to the unexpected inr results. As reviewed on (B)(4) 2011, thirty discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.022%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.1, lab: 2.3. Date: (B)(6) 2010, inratio: 2.1, lab: ng. Patient's therapeutic range: 2.0-3.0 inr.